Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the replacement recharger resolved the charging issue. They were able to charge their ins and was receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information received from the patient reported that they had a blank screen on the recharger unit and that it beeped every 15 seconds. The patient was implanted with the implantable neurostimulator (ins) 2 weeks prior to report and was asked to charge once every week. They charged the ins on (B)(6) 2016 but it did not fully charge. The patient stated that "it charged it nearly and it stopped". The ins went dead (B)(6) 2016. The patient stated that they tried to charge the ins but the recharger did not work and could not get the screen to come up. They confirmed that programmer was working but they were unable to connect with the unit because the ins was dead. The patient plugged the recharger into the ac power source but it was not charging. There was a green light on the desktop charger and the connector pin was not loose or broken. A reset of the recharger resolved that issue as the screen came back on and the beeping sound stopped. The patient was able to start a charging session and was able to charge. The also got all coupling boxes shaded. Additional information received on (B)(6) 2016 from the manufacturer's representative reported that the reset of the recharger the day prior did not resolve the issue and the unit was still not working. The representative tried a reset of the unit with no success. There were no patient symptoms or harm reported in the event. The indications for use for the implanted device were noted as spinal pain and post traumatic neuralgia. If additional information is received, a follow-up report will be sent.